Event description:
Customer reported that he has been receiving no delivery alarms. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer also reported that he went to bed and his blood glucose reading was good and in the morning he was 226 mg/dl. He has breakfast and bolused and a couple of hours later he got a 53 mg/dl reading. Customer stated that he does not receive alerts when the reservoir is out of insulin. Customer was instructed to rewind the insulin pump and to hold the act button when getting to the fill tubing until numbers appeared on the screen. Customer stated that insulin did exit the tubing and received a no delivery alarm for the reservoir being empty. High pressure test was not performed as the customer did not have a tubing clamp. Blood glucose value is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.